Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient woke up and prepared a cereal meal for breakfast based on the cgm showing 45 mg/dl on his tandem pump. However, he was feeling symptoms that his blood glucose was running high; he was unable to articulate the specific symptoms. He did a finger stick which showed 530 mg/dl. His daughter went to the patient¿s place after noticing something was wrong and took him to the hospital. His bg was monitored manually and the cgm sensor was removed. He was unable to remember much upon arrival at the hospitalization but stated that he was treated with insulin and does not remember why it was given gradually at first. He was admitted to the intensive care unit (ICU) for three days where he was given long-acting insulin and cannot remember additional details as he felt hazy. He stayed in the hospital for four days total and was released (B)(6) 2022. He was in good condition but still feeling a little weak. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.